Manufacturer narrative:
Device evalution; the device was returned intact and functional with some bubbles observed in the gel; the device weighed 2.2g over specification.

Event description:
Capsular contracture baker grade 3-4- right side.